Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties were encountered. The target lesion was located at the common hepatic artery. A 105/20 renegade hi-flo was selected for a transcatheter arterial chemo-embolization treatment procedure. During the procedure, the physician wanted to position the catheter at the distal part of the right hepatic duct; however, it was noted that the device failed to track as it became stuck at the bifurcation of the common hepatic artery. The device was then removed by force. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.